Event description:
It was reported that the shoulder positioner was stuck and would not moved. No case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that fixed arm mounting tongue was bent. The frame has signs of rust. A functional evaluation revealed the beach chair would not slide along the hex shaft. It was seized. The sliding arm was also seized. The complaint was confirmed and the root cause has been associated with a component failure. Factors unrelated to the manufacturing and design of the device which could have contributed to the reported event include chemical ingression. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.